Event description:
It was reported that a ventilator stopped cycling while in use on a patient. The patient was removed from the ventilator and placed on a second ventilator. There is no report of patient harm, serious injury, or death associated with this event.

Manufacturer narrative:
(B)(4). The customer support engineer (cse) verified the malfunction and replaced the graphical user interface (gui) printed circuit board (pcb) and upgraded the software to the current revision. The unit passed all performed testing and operates within the manufacturing specifications.